Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station went offline due to the user was not aware of its functionality. A technical support specialist verified that the station resumed communication. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system experienced a problem in which the device was offline for a duration of 5 hours. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.